Event description:
It was reported that the patient was still intubated as of 1pm in intensive care unit following implant and was starting to respond to their name and commands. Around 1am on (B)(6) 2016, the patient began to experience symptoms of cardiac tamponade. The patient was brought back to the operating room around 2am and found two sources of bleeding around aortic anastomosis site. The site was treated and washed out and the patient returned to the intensive care unit. On (B)(6) 2016 at 2:12 pm the patient was still intubated and then the patient was extubated on the evening on (B)(6) 2016. The patient sat up in a chair on (B)(6) 2016, was doing well, and started to wean off drips.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18-jan-2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.